Event description:
Jada seal was leaking and provider had to use another jada that worked correctly. [Device leakage] . No additional ae reported [no adverse event] . Case narrative: this spontaneous report originating from united states was received from an other health professional via clinical account specialist referring to a non-pregnant female patient of unknown age. The patient's current conditions, concomitant medication, medical history, and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intravaginal route (lot and expiration date were not reported) for postpartum hemorrhage. On an unknown date, clinical account specialist reported that vacuum-induced hemorrhage control system (jada system) seal was leaking (device leakage) and provider had to use another vacuum-induced hemorrhage control system (jada system) that worked correctly. The patient sought medical attention. No additional adverse event (ae) (no adverse event) reported. Upon internal review, the event device leakage was determined to be serious due required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: malfunction. Follow up information received from other health professional on 30-apr-2024. Other health professional stated that the cause of the leak in the vacuum-induced hemorrhage control system (jada system) was a pin hole. The patient's medical history included vaginal delivery. The patient's current condition included uterine atony. The patient delivered child vaginally and went home, then came back to their facility a couple days later due to delayed post-partum hemorrhage. The nurse reported that a second vacuum-induced hemorrhage control system (jada system) was used without issue after the first device leaked. The healthcare professional stated that the leak was due to a pin hole. The nurse reported that they also administered oxytocin (pitocin) to the patient and thought the cause of the postpartum hemorrhage was uterine atony. Follow up information received from a nurse on 13-may-2024. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: malfunction. Follow up information was received from quality investigation team on 14-may-2024. This is a final report: no complaint sample or device lot number are available for evaluation; therefore, an unknown investigation was performed. The device is assembled per specifications where in-process and final inspections are conducted by trained personnel. No outcome from the investigation could be determined since no complaint sample or lot identification has been provided. If the complaint sample or lot number become available, this complaint will be re-opened, and additional investigation may be performed. Medical device reporting criteria: malfunction when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number: 3002806821-2024-00039. We will be retaining the old case (B)(4) MFR number: 3002806821-2024-00039 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).

Manufacturer narrative:
No complaint sample or device lot number are available for evaluation, therefore an unknown investigation was performed. The device is assembled per specifications where in-process and final inspections are conducted by trained personnel. No outcome from the investigation could be determined since no complaint sample or lot identification has been provided. If the complaint sample or lot number become available, this complaint will be re-opened and additional investigation may be performed. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number: 3002806821-2024-00039. We will be retaining the old case (B)(4) MFR number: 3002806821-2024-00039 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).